Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized for shortness of breath. It was also reported that there was oversensing and premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.